Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that by the perfusionist that on august 30 the patient was hospitalized due to a stroke event. It was further reported that the patient had an internal cardiac defibrillator generator exchange and subsequently had a retroperitoneal bleed requiring the pausing of clopidogrel. No additional information available.